Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the charger for their omnipod personal diabetes manager (pdm) is over heating while charging. The patient reported that while charging the controller the charging box on the outlet "blew out". The patient was using a power strip with usb plugs and outlets.